Manufacturer narrative:
D4: unique identifier (UDI) #, d9: device available for evaluation?, return date, h3 and h6: annex b, annex c, annex d and annex g have been updated. Device evaluation: medtronic led an evaluation of the returned bipolar fenestrated grasper (bfg) as well as the associated device data and provided images. Visual inspection of the returned bfg noted no corrosion on the electrical contacts. There was no damage noted to the jaws of the I nstrument. Microscopic inspection of the drive cables noted no damage noted. Functionally, the jaws were manipulated into multiple positions in order to inspect the cables. The jaws were able to achieve each position fully with no difficulty. Electrical testing was performed and the instrument was read with no observed failures. The maximum use time for the instrument is five hundred and twenty-one minutes. The instrument use time recorded was six hundred and thirteen minutes. Evaluation of the device data indicates that the bfg was attached to arm cart assembly 2 first and then arm cart assembly 4. The total use time on this instrument was six hundred and thirteen minutes and the total use count was three. There is an instance of an error code for ¿difference in commanded and actual jaw angles¿ which is associated with motor position limits. This error is an inoperable error. To recover the error it is required to follow the broken instrument workflow to remove the instrument because the instrument drive units (idu) motors are turned off. Review of the provided images notes that all six images show the same angle of the instrument. The images show that the jaw of the instrument was opened wider than usual indicating some sort of instrument break. None of the cables appear to have been snapped. Evaluation of the device data and provided images for the reported bipolar fenestrated grasper confirmed the reported conditions. The most likely cause could be traced to defective instrument jaws. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic cystectomy, the bipolar fenestrated grasper (bfg) broke inside the patient. The bfg was not being applied to any tissues/vessels when it broke, just opening and closing the jaws. The bfg was removed using the correct instrument removal procedure along with the trocar. The trocar was inspected for damage and a new bfg was inserted. No parts were found inside the patient. There was a delay of approximately five minutes due to the instrument removal. There was no patient injury.

Event description:
It was reported that during a robotic laparoscopic cystectomy, the bipolar fenestrated grasper (bfg) broke inside the patient. The bfg was not being applied to any tissues/vessels when it broke, just opening and closing the jaws. The bfg was removed using the correct instrument removal procedure along with the trocar. The trocar was inspected for damage and a new bfg was inserted. No parts were found inside the patient. There was a delay of approximately five minutes due to the instrument removal. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.